Event description:
Programming history database periodic review was performed. A high impedance event has been verified, from a review on (B)(6) 2015. On (B)(6) 2015 multiple system diagnostic tests were taken and high and normal impedance results were seen. The recorded diagnostics show normal with output current ok, but this does not rule out an intermittent lead break.